Event description:
Extreme pain and bleeding during procedure. Extreme pain and bleeding after procedure. Required two iron infusions due to blood loss. I didn't have a period for several months after initial bleeding ended. Was given hormones to start period. I now have average two periods a month. I had a 45 day period summer 2013. I had a 40 day period winter 2014. Continued severe pelvic pain, uterine pain, breast pain and tenderness. Occasional severe headaches and low back pain. Developed rash on my face. Sudden allergic reaction to poison ivy. Brain fog. Depression. Weight gain. I am scheduled for a hysterectomy (B)(6) 2014 to remove essure, fallopian tubes, cervix, and uterus. (B)(4).